Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from an unspecified location. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: january 2025. H11: the device was received for evaluation with fluid inside the set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed where the spike was inserted into a saline bag, and no flow of the liquid was observed as the medication (paclitaxel) present within the tubes was solidified, creating occlusions within the tube and filter. No leaks were observed during testing. A photograph and a video of the sample were received for evaluation. The video showed that there is a drop of liquid, but the exact location of the leak could not be determined from the photo and video. A retention sample was evaluated and found to be conforming as per product specifications. The retention sample was air/leak tested; no leak or issue was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.